Event description:
During follow-up, the device was found to have reached its elective replacement indicator (eri). Device reprogramming was performed and it was confirmed that the the eri was false. The patient was stable and will continue to be monitored. There were no adverse consequences.